Event description:
Customer claims that the alarm has power, but no alarm tone when pressure is off the sensor pad. Customer detects some visual damage to the alarm sensor receptacle and a missing pin. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Results: evaluation for the returned product shows that the alarm powered on and there is no alarm tone. The pin is missing from the sensor receptible. Manufacturer references file 2010-01141.